Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2244 showed no other similar product complaint(s) from this lot number.

Event description:
It has just been demonstrated in interventional radiology with a tubogram that there is communication between the two PICC lumens and that contrast injected into one side is flowing backwards out of the other side.